Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed post-sensed t-wave oversensing (pstwos) on the patient's implantable cardiac monitor (icm). Programming changes were made to resolve the issue. No patient symptoms were reported.